Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 5 bar. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. It was further reported that the balloon was inflated 5 times at 1 second per interval. At 5th inflation, it was noted that the balloon ruptured at 5atm for 5 seconds. Consequently, the balloon was removed slowly and smoothly step by step. The patient was stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 5 bar. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.